Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported mechanical issue is unable to be confirmed through analysis. However, the, the device instructions for use describes various scenarios which can result erosion and mechanical malfunction. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: the pump and balloon was returned for analysis to our post market quality assurance laboratory. The cuff is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Visual examination of the pump identified the kink resistant tubing (krt) was torn from the pump, resulting in the pump to fail the leak test. There were also multiple white fm (foreign material) throughout the krt. The pump failed the leak test due to the torn black krt. Under the microscope, it was noted that there is light wear on the krt and unable to determine what constitute the white fm in the krt. However, the pump component did not have any specific component malfunctions. The balloon was visually inspected and functionally tested and the component performed within testing parameters. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Tissue erosion, and tissue erosion/infection are included as potential adverse events in the product labeling. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device and no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an urethral bulbar cuff erosion. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to an urethral bulbar cuff erosion. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon.